Event description:
It was reported that during a biopsy of the ilium, difficulties in advancing the bone biopsy needle into the hard bone tissue were experienced. Therefore, the device was removed. After removal, the distal tip of the outer cannula was found to be broken off and remaining in the bone tissue. It was decided to leave the fragment in the patient's ilium. The patient was discarded from hospital and is being monitored. No further patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device and images confirmed the fracture of the distal part of the outer cannula. The fragment remained in the patient's bone. The cannula was found to be bent. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with improper handling of the cannula during advancement into and/or during removal from the bone. The condition of the cannula indicates the application of high force leading to the reported fracture. Hard bone tissue may lead to biopsy difficulties resulting in a damage of the needle. On the basis of the information available, a definite root cause could not be determined. The IFU supplied with this device sufficiently describes the correct application of the biopsy needle.